Event description:
Surgeon asked circulator to grab a backup cochlear implant, stated the selected one was defective as the forceps bent the cord on the implant. Backup implant was opened along with a new pair of advance off cochlear implant forceps. With the new forceps, the backup cochlear implant was successfully placed.